Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump repeatedly emitted occlusion alarms despite infusion set and cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: a review of the pump black box data revealed occlusion alarms associated with high forces. During testing, no occlusion alarms were duplicated. The force sensor calibration reading was within specifications.